Event description:
It was reported by service report that the footboard module blanks are cracked and missing tabs. This could potentially allow for fluid to ingress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard blank modules.